Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00308. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances. Imaging revealed lead fracture on the left t12 drg lead. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both t12 drg leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.